Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. It should be noted that the electronic prostyle instructions for use (IFU) states: identify the rail and non-rail suture limbs. The longer, rail suture limb is blue and is used to advance the pre-tied suture knot. The distal end of the shorter, non-rail suture limb is white and is used to lock the pre-tied knot. Note: do not pull on the individual suture limbs to prevent knot advancement or locking of the knot. The IFU deviation appears to have contributed to the reported difficulty. The investigation determined the reported difficulty appears to be related to user technique and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an ablation procedure using a 6f sheath. Reportedly, the suture rail was pulled on too soon and the knot locked before fully advancing it. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.